Event description:
It was reported that a ventilator needs calibration, was not able to be calibrated with ventilator plus.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. DHR review was done, no issues related to the original complaint were found.